Event description:
The facility reports after a bath, as the health care aide was drying the resident with the front safety arm out of the way, the resident had a bowel movement. The hca moved to the back to clean up when the resident leaned forward and fell head first off the chair. No safety belt was applied. Emergency first aid was completed at the scene and the resident was transferred to emergency. The resident suffered lacerations to the forehead, a bruised left shin, brusied right knee, bruised left small finger, and bruised right knuckles.